Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn went to get labs out of pt.'s depo and noticed tubing was leaking at hub site where microclave connects to tubing. Rn reaccessed pt. W/o issue."